Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was achieved using a perclose proglide after an interventional procedure. Reportedly, approximately 15 minutes post-procedure, the patient complained of leg pain. The patient experienced severe ischemia and elevated blood pressure. Angiography was performed, demonstrating pedal occlusive disease and absence of distal flow. Attempted restoration of flow was unsuccessful. The patient experienced hemiparesis, and a computed tomography scan revealed a cerebral hemorrhage. The patient died due to cerebral hemorrhage caused by malignant hypertension secondary to cholesterol emboli. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). This incident was reported as no known device problem and the product was not returned. Review of the incident information found a definitive cause for the reported patient effects and the relationship to the proglide device, if any, could not be determined, there is no indication of a quality deficiency associated with the product. Abbott vascular clinical performed a review of this case. It is possible that proglide contributed to the ischemic event in the leg. Cause of death is cerebral hemorrhage caused by malignant hypertension secondary to cholesterol emboli. It is unlikely the proglide device contributed to the death.